Event description:
It was reported that during an ion-assisted lung biopsy procedure, the patient had bleeding, oxygen desaturation, and cardiac arrest. The target lesion was in the middle lobe, approximately 8 x 8 millimeters in size, close to an arterial blood vessel. The patient was considered high risk. The tumor board determined that all other options for this patient to qualify for a liver transplant had been exhausted, making a lung lesion biopsy the only remaining option. The first physician recommended a diagnostic middle lobe resection, while the second physician believed the nodule could be accessed with the ion system and proceeded with the attempt. Catheter navigation and registration were successfully completed, and the physician performed a radial endobronchial ultrasound (rebus) and c-arm spin. Cryobiopsy was used to collect 4¿5 samples. While a vision probe was inserted to assess the airways, blood was observed in the tool channel, impairing visibility. A balloon tamponade attempted to control the bleeding, but visibility remained poor. The procedure was performed under breath-hold conditions. The estimated blood loss was 300 milliliters. The customer then used an ambu bronchoscope to stop the bleeding. Despite these efforts, the patient¿s oxygen saturation dropped significantly (to 27%), followed by cardiac arrest. Immediate cardiopulmonary resuscitation was performed, with return of spontaneous circulation after approximately 50 seconds. The patient was stabilized, transferred to the intensive care unit, and hospitalized there for 22 days. The patient is still hospitalized in the normal gastroenterology ward. The physician reported that the event was not related to ion, system or instruments and cryoprobe (1.1). The bleeding and sequela of events was thought to be not related to ion. This was attributed to the close proximity of the lesion to an artery; it would have likely occurred via another modality.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "following discussions at a tumor board meeting, a patient at high risk but without any other options was scheduled for an ion biopsy. Indication for the procedure was to rule out malignancy prior to considering liver transplantation. Following the biopsy in the right middle lobe, the patient has bleeding that resulted in cardiac arrest. Cardiopulmonary resuscitation was performed for 50 seconds with return of spontaneous circulation (rosc). The patient was hospitalized for 22 days. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. There is no evidence the event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a common terminology criteria for adverse events (ctcae) grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. The british thoracic society (bts) guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major nonneuraxial surgeries." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003.

Manufacturer narrative:
Updated fields: g3, g6, h2, and h11. Corrected data: the physician reported that the patient was discharged 2 weeks after the procedure instead of 22 days of hospital admission as initially reported.

Event description:
Refer to h11 for follow-up information.